Event description:
It was reported that the patient's atrial lead had an insulation breach that had caused some pectoral stimulation. The lead remains in use, but it is planned to be capped the future. The patient's ventricular lead had "borderline performance." The lead is planned to be replaced in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.